Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call the insulin pump had a recurring pump error detected alarms. The customer¿s blood glucose was unknown at the time of incident. Customer stated that she had the pump error detected alarms four times in the last 24 hours. Customer also mentioned that she had a stuck button alarm as well, troubleshooting was performed and completed. During the power error detected troubleshooting, customer stated that power error detected alarm recurred within a week of previous occurrence. The customer was advised customer to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and expected to return for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with scratched case and minor scratched lcd.